Event description:
It was reported that a patient underwent a right mastectomy & diep procedure on (B)(6) 2025 and topical skin adhesive was used. Secondary operation. Small area of redness appeared around topical skin adhesive. The topical skin adhesive was removed when rash was seen in clinic. Betnovate medication was given. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ date reported -1/6/2026. ¿ name of reporter (B)(6) (breast reconstruction nurse). ¿ date of procedure (B)(6) 2025. ¿ description of event, symptoms, menifestation of reaction/infection secondary operation. Small area of redness appeared around prineo. No allergies. Prineo removed when rash seen in clinic. ¿ photos - unable to retrieve, if needed, will need to fill out request for whiston hospital medical photography to release. ¿ name of surgery right mastectomy & diep. ¿ date/day post-op reaction was noted 10 days ((B)(6) 2025). ¿ any prescription strength medication prescribed betnovate. ¿ was the topical steorid prescription strength? Unknown. ¿ were any other prescription meds prescribed? Antihistamines. ¿ was prineo/dermabond or skin adhesive used on the patient in previous surgery or wound closure? Yes, secondary surgery. ¿ product code/lot number - unknown. ¿ current px status recovered. ¿ was any surgical intervention performed? No. ¿ were any cultures taken? No. ¿ how was the adhesive applied? Unknown. ¿ what prep was used prior to, during or after adhesive use? All patients pre-operatively, wash in hibiscrub/octenisan and clexane the night before operation. Patients also have pre-load carb powder. All admitted to same ward. Theatre prep unknown. ¿ was a dressing placed over the incision? If so, what type? No. ¿ is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No confirmed allergies. ¿ is the patient hypersensitive to pressure sensitive adhesives? None mentioned. ¿ was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Asked about allergies in general, not specific to above. ¿ patient demographics: initials / ID, gender, age or date of birth; bmi unable to retrieve. If required, will need to gain approval from matron for release of these details. ¿ has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. ¿ name of surgeon? (B)(6). ¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. ¿ is product available to return for analysis. No. ¿ additional comments.